Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes changes in impedance. The lead had been stable at 430 ohms until april 19, 2006, when it dropped to 115 ohms. On april 26, 2006, the impedance increased to 460 ohms. The lead will be monitored.